Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of more than 400 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The customer was not wearing an insulin pump at the time of hospitalization. The customer was reported to be suffering from diabetes ketoacidosis, heat exhaustion and dehydration at the time of the event. The customer was treated with intravenous fluids. The customer reported that the insulin pump had died during a trip to cancun, mexico. The customer has requested assistance programming the insulin pump. No additional information was provided.